Event description:
The following has been reported: pump serial number (B)(6) was pump infusing at time of alarm? Yes. Was there patient harm? No. Was a hard power reset performed? Yes. Did power reset clear alarm or did the alarm resume? Cleared nurse stated pump had upstream occlusion and then service required alarm. An initial review of the device logs reveals the following: software anomaly (cam movement failure) or mechanical hardware failure (av assembly) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Pump was returned. Due to the nature of this software anomaly, the complaint could not be confirmed during testing; specifically, troubleshooting processes are unable to replicate it due to the nature and circumstances that must occur for it to be reproduced. Additionally, the error itself is not a failure mode that is repairable via a depot/component level operation. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.